Manufacturer narrative:
Evaluation of the returned device found deposition in the inlet tube/inflow knitted graft. The deposition was slightly adhered to the graft lumen, but was not obstructing the flow path. A root cause for the observed deposition could not be conclusively determined through this evaluation. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) and a right paracorporeal ventricular assist device. It was reported that the patient received a heart transplant after being listed as status 1a by exception due to severe aortic insufficiency. It was reported that the patient was asymptomatic with no reported lvad issues. On (B)(6) 2015, during initial investigation of the returned device, a deposition was found.